Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in loading a new cartridge using the proper technique, successfully resolving the issue and allowing the resumption of insulin therapy.